Event description:
Patient 2 of 2. The crew performed resuscitation on a patient with an estimated weight of 420lbs using the autopulse nxt platform (sn (B)(6)). At four minutes of use, the nxt battery (sn (B)(6)) was at half capacity; at three additional minutes, the battery was at one bar and at the ambulance (7 additional minutes), the battery had died and was replaced. The new nxt battery (sn (B)(6) was placed, and it showed one bar and failed almost immediately, necessitating manual compressions. Another nxt battery (sn (B)(6) was placed; however, the customer experienced a low run time also. The device exhibited reduced compression strength, requiring at least two manual resets. The autopulse platform exhibited excessive warmth and emitted an odor indicative of overheating, which was observed by the crew. The total operational time of the autopulse platform was approximately 14 minutes during the transport. No consequences or impact to the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6) exhibited reduced compression strength was confirmed during the archive data review but not during the functional testing. Based on the archive data review, the patient size fluctuates unexpectedly on multiple occasions, particularly each time the start function is accessed. This behavior suggests possible user interference with the band, especially following the selection of the start button. The customer reported an issue that the autopulse platform exhibited excessive warmth and emitted an odor was confirmed during the archive data review but not during the functional testing. The customer's complaint of depleting nxt batteries (sn (B)(6) and sn (B)(6) during resuscitation using nxt platform (sn (B)(6) was confirmed based on the archive data review but not during the functional testing. The platform passed the functional testing and worked as intended. Based on the archive data review, the root cause of the reported complaint was a not fully charged batteries used with the platform during the call.. The archive data showed the platform stopped after 15 minutes and shortly after reached the motor thermal limit and displayed a fault 1290 (fault_analog_motor_over_temp), followed by alert 120 (alert_analog_motor_temp) related to the reported complaint. There was no indication of any obstruction to the platform vents. Power consumption remained stable throughout the operation. The device reached its thermal limit as a result of sustained operation under a stiff patient load. This behavior is consistent with expected performance under such conditions. Based on the archive data, nxt battery (sn (B)(6) discharged over 15 minutes to 40%, followed by an abrupt drop to 11% in a single step. The nxt battery (sn (B)(6) experienced an immediate drop to 4% within 50 seconds, indicating a single-step discharge pattern. This behavior indicates that the batteries were partially charged before being used in the nxt platform. Two batteries appear to have undergone phantom charging by the nxt battery charger. Per the archive data, the battery (sn (B)(6) was not used during the patient call. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with known-good nxt batteries for 30 - 40 minutes without fault or error, and the customer's reported complaint was not replicated. Following the service, the nxt platform was tested with known-good nxt batteries until fully discharged without any faults or errors. The autopulse nxt platform passed the final testing without any issues.